Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced hemolysis. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: hemolysis has been occurring frequently in tubes and this is bothering us because retesting is required in some cases.

Manufacturer narrative:
H.6. Investigation: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. The samples received were used samples containing blood and therefore further testing cannot be performed on the returns. Photos were taken by bdj of the returned samples. The samples returned did show hemolysis in 3 of the 5 samples provided. Retention samples from inventory of the same were further evaluated and no hemolysis was observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, hemolysis, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos provided. Testing of the retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced hemolysis. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: hemolysis has been occurring frequently in tubes and this is bothering us because retesting is required in some cases.